Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing high blood glucose. The customer also believed their insulin pump was not delivering enough insulin. The customer stated she had woken up to a blood glucose of 480 mg/dl. Customer stated they attempted to treat their blood glucose with the insulin pump, but their blood glucose was declining very slowly. The customer also reported having a high blood glucose of 500 mg/dl at one point in her day. The customer's blood glucose was 233 mg/dl at the time of the call. It was found the customer was feeling nauseous, dizzy and light headed as a symptom of her high blood glucose. Customer also stated she was worried she would have a low blood glucose from bolusing too much for her high blood glucose. Troubleshooting found the customer's insulin pump passed all functional testing. It was also found the customer had a bent cannula. Customer was advised to change out her supplies. No additional information provided.